Manufacturer narrative:
This event occurred in (B)(6). The returned test strips were measured on a retention meter with a high level retention control sample. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. Event 1: in the month of (B)(6), the customer's laboratory result was 2.4 inr and the meter result was 3.7 inr. The date and time of the measurements were requested, but not provided. The measurements were taken on the same day. Event 2: in the month of (B)(6), the customer's laboratory result was 2.26 inr and the meter result was 3.5 inr. The date and times of the measurements were requested, but not provided. The measurements were taken on the same day. Event 3: on (B)(6) 2021 the meter result was 4.5 inr and the laboratory result was 2.81 inr. The times that the results were taken were requested, but not provided. The customer's therapeutic range is 2.5 - 3.5 inr.